Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), pregnancy with contraceptive device ("pregnancy(with complications)") and device dislocation ("migration of essure device location of device: right essure expelled from fallopian tube outward and distal") in a 27-year-old female patient who had essure (batch no. 20227510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 on (B)(6) 2002, (B)(6) 2002, (B)(6) 2010, (B)(6) 2011, tobacco abuse, extensive burns in 1987, gestational diabetes and skin graft (due to extensive burns as a 4-year-old child). Concurrent conditions included obesity, gerd, schizophrenia, cognitive disorder, genital bleeding, adnexa uteri pain, pap smear abnormal, abdominal pain, spotting vaginal, left lower quadrant pain, abdominal discomfort, abdominal pain upper, vomiting, acute gastroenteritis, helicobacter pylori identification test positive, smoker, heartburn, bloody diarrhea, bloating, bronchitis, marijuana abuse, yeast vaginitis, breast pain, tinea versicolor and major depressive disorder. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) and ethinylestradiol;levonorgestrel (loseasonique) for birth control, sulfamethoxazole;trimethoprim (bactrim ds) for uti as well as aripiprazole (abilify), bupropion hydrochloride (wellbutrin), drospirenone;ethinylestradiol betadex clathrate (yaz) and ketoconazole. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced anxiety ("anxiety") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced urinary tract infection ("uti"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced rash pruritic ("pruritic rash"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. On (B)(6) 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, anxiety, rash pruritic, weight decreased, abdominal pain and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4)). The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash pruritic, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted as per essure removal information: have you had your essure (or any part of the device) removed? No. Current weight as of (B)(6) 2018: 182 lbs. Approximate weight at the time of essure placement 187 lbs. Concomitant drug includes prenatal vitamins. For the child case, please refer to case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, right essure expelled from fallopian tube outward and distal. Right tube was still occluded. As per mr: observed suggesting misplacement but fortunately but her fallopian tube is occluded mission accomplished. Assessment: essure post-sterilization check; on (B)(6) 2010: impression: 1. The right essure, micro insert device is abnormally positioned within the-peritoneal cavity. The-left micro insert device appears: to be satisfactory in position 2. ·despite the absence of contrast material identified past the uterine cornua bilaterally, the. Patient should not rely on essure micro insert device for contraception due to peritoneal location of the right micro insert. The right micro insert device appears to be ectopic in location, overlying the right sacral ala just medial to the right si joint.. Ultrasound foetal - on (B)(6) 2011: 1. Single live intrauterine gestation estimated at 20 weeks 4 days. 2. Completed anatomical survey without abnormality demonstrated. 3. Transverse, head on the right. X-ray - on (B)(6) 2011: no acute findings. Concerning the injuries reported in this case, the following ones were described in patient's medical record: urinary tract infection, rash pruritic, anxiety, depression, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of product technical complaint. Incident: we received the serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6). At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.